Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age & weight not provided by reporter. Unknown when non-union or infection occurred. UDI - (B)(4); unknown lot number. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went in for revision surgery due to a 95 degree condylar plate 18 holes/60mm/299mm-sterile broke at the fracture site. This was noticed during a follow-up appointment with the doctor, x-rays were taken (not available) on an unknown date. Patient was treated with antibiotics and antibiotic beads due to infection and delayed healing of fracture. One (1) broken plate and nine (9) unknown screws, eight (8) 4.5mm cortex screws and one (1) 6.5mm cancellous screw were explanted and replaced with a competitor's external fixator. Original implant date was (B)(6) 2015. Explant of all hardware was easily removed without additional intervention. There was no surgical delay. The patient status/outcome was not available. The procedure was completed successfully. This report is 1 of 4 for (B)(4).